Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm controller, I/o controller, power supply and left/right control panels. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot. There is no report of death or serious injury.